Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due lead migration and pain at the ipg site due to ipg rubbing against their clothing and while sitting upright. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein drg system was explanted.